Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. No resets were noted in the reset counter thus it was determined that the device was not affected by the MRI. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that while the patient was in the hospital for an unrelated health issue a magnetic resonance imaging (MRI) was performed. The field representative stated that the hospital staff was aware that this device was not MRI approved and would be considered off label. It was noted that prior to and following the MRI, the device's longevity was approximately one year remaining. However, five days later the device declared elective replacement time (ert). Boston scientific technical services (ts) was consulted and discussed that the device needs five ert readings over 55 hours before ert can be declared. Subsequently the device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.